Manufacturer narrative:
The device was evaluated at the end-user's facility in another country, authorized repair technician. Technician turned the device on and concurred that the suction was minimal to non-existent, he opened the device and visibly noticed that the vacuum regulator exhibited some cracks around the area where the tubing and regulator gauge connect to the regulator, which accounts for the reduction of suction. The technician further noted that a preventive maintenance schedule had not been maintained on the device.

Event description:
An ambulance responded to a fatal traffic accident in an emergency call in the early morning hours of 2004. When they arrived at the scene, they went to use the portable powered aspirator. The device turned on but there was little to no suction. The device was not implicated in pt outcome.